Event description:
Device malfunction: unknown. Time of device malfunction: after vessel closure. Symptoms/ae: hypotension, retroperitoneal hematoma. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment, the patient developed hypotension. A CT scan performed revealed a retroperitoneal hematoma. A clamp was applied to express the hematoma. The patient was monitored overnight with complete resolution of the retroperitoneal hematoma. There were no other reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.